Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to conduct a high pressure test, and the insulin pump did not pass. The test was conducted a second time, and again the insulin pump did not pass. Advised that the insulin pump would be replaced. Nothing further was reported.